Manufacturer narrative:
Please note that the following sections were incorrectly reported on the follow-up #02 and are being corrected on this follow-up #03 MFR report:3005168196-2016-01745. Section b. Box 3. Date of event; section d. Box 6. If implanted, give date.

Manufacturer narrative:
The smart coil was implanted in the patient; however, the smart coil pusher assembly was returned for evaluation. The investigation results for the pusher assembly are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached three smart coils using a penumbra smart coil detachment handle (handle). While attempting to detach the last smart coil, the physician was unable to detach the coil using the handle. Therefore, the coil was manually detached by the physician and the procedure then ended. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock on the proximal end of the penumbra smart coil (smart coil) pusher assembly was broken and separated. The pusher assembly was kinked in multiple locations along the hypotube. The coil was detached from the pusher assembly. Therefore, no functional analysis was performed. Conclusions: evaluation of the returned smart coil pusher assembly revealed that the pet lock was broken and the embolization coil was detached. By design, when the pull wire is retracted, the pet lock will break and become separated, and the embolization coil will detach. Further evaluation revealed multiple kinks along the pusher assembly hypotube. The observed kinks may have contributed to the difficulty experienced during attempts to detach the coil. Vessel tortuosity and kinks along the length of the pusher assembly can cause a build-up of friction between the pull wire and the inner pusher tube, overcoming the force that the handle is able to apply. The embolization coil and the penumbra smart coil detachment handle (handle) mentioned in the complaint were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.